Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). At 8:37 a.m., a sample from the patient was tested on the meter and the result was 5.2 inr. This value was abnormal for the patient. At 8:39 a.m., a sample from the patient was collected from a new finger and tested on the meter, resulting as 3.0 inr. The nurse did not trust the meter and ordered for a sample to be collected from the patient for laboratory testing. At 10:05 a.m., a sample from the patient was tested with an unknown laboratory method, resulting as 3.0 inr. The patient was not adversely affected. No medical treatment was provided to the patient based on the meter results. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is monthly. The patient does not have antiphospholipid antibodies. The patient did not have any changes to coumadin medication. The patient did not have any known changes in diet or medication. The patient had no illness or adverse symptoms. The patient was not being treated with "hirudin". The patient did not take any heparin therapy. The customer stated that the meters are cleaned regularly, but does not know if the meter was cleaned prior to the event. The patient's hands were cleaned and the customer believes they were dry. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 266834) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.